Event description:
The patient had an asd and pfo defect that was attempted to be occluded with a 25mm amplatzer cribriform occluder, however, proper position could not be obtained. The case was terminated and the patient was scheduled for surgical correction. The patient developed atrial fibrillation during the procedure and was treated with amiodarone. This event is reportable to the FDA since medical intervention was required to alleviate symptoms. At this time, no further information has been received.